Event description:
It was reported "image is not coming up from camera" . There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
E1 facility address postal code- (B)(6). The subject device was evaluated. Device evaluation has noted the reported phenomenon was confirmed. No image was observed. In addition, water inside the main unit was determined. The device history records (dhrs) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on investigation findings, the internal charge coupled device (ccd) may have failed due to the presence of water inside the main unit. Therefore, it is assumed that normal communication was not possible, and this led to the reported phenomenon. The identified failure cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Per instruction for use (IFU), it states, precautions for disappeared or frozen endoscopic image important information ¿ please read before use ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor complaints about this device.